Manufacturer narrative:
(B)(4). This report was filed by the MFR. The device has been received and an eval is pending. A follow up report will be submitted once the eval is completed.

Event description:
The customer reported that the silicone segment separated from the lower fitment when the nurse was trying to get air out of the line during an ffp infusion. A minimal amount of ffp leaked. There was no report of pt harm or medical intervention. No add'l pt or event details were provided by the customer.